Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 980 ventilator was inoperative (vent inop). A review of the ventilator logs showed entry into backup ventilation (buv) during use with the ventilator being immediately turned off. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported vent inoperative issue in with unit generated a background diagnostic code related to the mix oxygen flow sensor reading in the logs. Sp performed extended self test (est) to clear code. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported event was the by-design requirement to pass est after entry into buv. The cause of entry into buv could not be established. However, the suspected cause was a transient out of range mix oxygen flow sensor measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the 980 ventilator was inoperative (vent inop). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.